Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device is leaking at the level of the yellow balloon. The device is used on animals in a veterinary environment.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed signs of contamination and strong signs of usage. Discoloration, missing parts, or design irregularities could not be found. The graduation marks on the shafts were clearly visible. The yellow control balloon showed a very sticky surface. Furthermore, the surface of the whole tube showed tears and signs of aging. An inflation and deflation test was performed with the returned device. Closer examination of the balloon showed a leakage. Based on the investigation performed, the reported complaint was confirmed. The device was not functional due to a leakage at the balloon membrane. Although the complaint was confirmed, no manufacturing related issue could be identified. Most likely the defect was caused by wear and damage due to use and frequent reprocessing of the device. The instructions for use (IFU) states: "frequent (thermal) reprocessing affects the service life of this product (maximum 10 reprocessing cycles, based on 134/ 5 minute steam sterilization cycles). The end of the service life may also be limited by wear and damage due to use. Never perform hot-air sterilization. Extended sterilization period reduces the service life of the products."

Event description:
The customer alleges that the device is leaking at the level of the yellow balloon. The device is used on animals in a veterinary environment.